Manufacturer narrative:
Date of event is on an unreported date in (B)(6) 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was reported as " the patient incautiously infected oneself". This could not be clarified, therefore the cause has been assessed as unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, an unspecified anti-inflammatory drug infusion was used for treatment (dose, route and frequency were not reported). At the time of this report, the patient has recovered from the event. Pd therapy was ongoing during the earlier stage of treatment but withdrawn during the later stage of the treatment. No additional information is available.